Event description:
According to mw5166703: it was reported that the patient presented with a non-bsc device that was not functioning due to fluid loss. The device was explanted and replaced with a new device.

Manufacturer narrative:
B3: estimated date. As no item or lot number was provided, a review of the device history record, complaint history database, nonconformances and capas could not be completed. The device was not returned for evaluation. Should additional information prompt us to alter or supplement any information or conclusions contained in this report, a follow-up report will be submitted.